Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. Evaluation found the cable on the fileclip was broken.

Event description:
In this event it was reported that a proplex ii apex locator was giving incorrect measurements; no information about patient injury is available.